Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory found that the device had experienced several faults related to corrupted data within the device memory. The device was reset back to primary operation and was exposed to cooler temperatures. This caused the device to revert to safety mode operation, due to the same faults. The device case was removed so the internal components could be inspected and tested. The digital ic (integrated circuit) was removed from the circuit board and inserted onto a new circuit board and connected to the device. The device was again reset back to primary operation and was exposed to cooler temperatures. Again, the device reverted to safety mode with the same faults observed. Laboratory analysis determined the device reverted to safety mode operation due to a failed component within the digital ic. The cause of the component failure could not be determined.

Event description:
It was reported that this boxed device was interrogated as part of china's customs process for receiving medical devices. Upon interrogation, the device was found to be in safety core status. An error screen was submitted to technical services for review and it was determined a memory error had occurred. The device was returned for analysis.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this boxed device was interrogated as part of china's customs process for receiving medical devices. Upon interrogation, the device was found to be in safety core status. An error screen was submitted to technical services for review and it was determined a memory error had occurred. The device was returned for analysis.